Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced wound dehiscence a few months after implant. Tissue was debrided and the nevro system was explanted. There have been no further reports of complications.